Event description:
Recently, this lead was returned after the patient's death for analysis. The patient death was not related to this event or any product issue.

Manufacturer narrative:
The lead remains in service. No further information is available. This report will be updated if more information becomes available.

Event description:
Additional information was received that the shock impedances for this lead remains chronically high for the past year, and at a recent follow up was noted to be greater than 125 ohms in all 3 vectors along with high pacing thresholds. The physician is aware of the issue and has not yet taken any remedial action as the device was reprogrammed to tachy therapy off due to the patient being admitted into hospice per physician order. A decision was later made to turn tachy therapy back on, however the patient will remain in hospice care and no remedial action will be taken on the lead at this time. No adverse patient effects were reported.

Event description:
Additional information was received that tachycardia therapy was once again electively turned off for this patient, as they were entering hospice care. No additional allegations were made regarding the shock impedance levels. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that three segments of the terminal connector were returned. All three segments passed a continuity test, however no additional analysis could be performed due to the state of the lead returned. The allegation could not be confirmed during analysis.

Event description:
Boston scientific received information that for the past 2 years shock impedance levels for this lead have been trending upwards. Recently, a red alert was issued in latitude for the lead, due to a high shocking impedance measurement greater than 125 ohms. The patient had a device replacement recently for normal battery depletion. The physician is aware of the high shock impedance levels and elected not to replace the lead. All other lead measurements were within normal limits. No adverse patient effects were reported.